Event description:
In 2007, I had an incisional hernia repair with parietex mesh. I stayed overnight at nrmc and was released in good condition on the next day. My recovery went well. I had a jackson-pratt drain placed in my abdomen to drain any fluid that may have accumulated after surgery. On that day, I went to the ER complaining of pain, nausea, my abdomen was unusually bloated and I had a large blister on my hernia incision - about the size of a half dollar. A CT scan was done which found collections of fluid. The ER doctor treated me for the pain with IV pain meds and eventually sent me home. I returned to the ER, complaining of the same symptoms, on two months later, except the blister was gone and now in it's place was a huge gaping hole! Dr was called and, once again, I was sent home. On five days later, I visited the ER....again. Same symptoms. I was cathed and another CT was done. This time I was admitted. The ER doctor found that the fluid collection had doubled in size and she admitted me to have them drained. In the morning, dr stopped in to review the CT scan. He was upset that I had been admitted when there appeared to be no fluid. He said that the collections had shrunk size and that they were almost nonexistent. When I told him that the ER doctor had said that they had doubled in size, he informed me that another dr was an ER doctor and that she didn't have his medical training and he had me discharged. Eventually the hole closed up. On the following month, I woke up with another blister. This one was the size of a quarter. It drained and left another hole. I returned to the ER and another CT scan was done with contrast that found more fluid collection on the mesh. I was treated for pain and discharged with instructions telling me to visit dr(first) on three days later came and I visited dr(first). His reply to the most recent CT scan was, "I guess there was fluid in there". He sent me to the hospital to have it drained immediately. The lab results showed that I had an elevated wbc count. The hole finally closed up. On two weeks later, I woke up with a blister about the size of a dime. That was it! I decided that in order for me to get any sort of a decent diagnosis, I would need to visit another hospital. On the next day, I drove to another town. At 3 1/2 hours away and my sister accompanied me to the ER there. I had a fever when I arrived and I was pretty weak. The doctors saw me and a surgeon was called. I was in no immediate danger, so the surgery was put off until the following month. I was comfortable with this doctor(third), so I decided to wait so that he could do the surgery. Dr said that the CT scan that was done when I arrived of the abdomen and pelvis revealed abscesses of the abdomen and those were drained and had bacterial growth out of them. He said that I did have a fistula that connected to the scar and it went all the way down to the mesh. The mesh was infected on both sides of the abdominal wall. This was totally removed along with the sutures and the tags that were used to secure it in place. I was released from the hospital on six days later. I left with a wound vac. I had nurses that come in on monday, wednesday and friday to change the wound vac. This whole mess could have been avoided if dr(first) could have taken his ego out of the equation and diagnosed the patient instead of worrying about the idea of him being wrong. I do hope that I have provided enough information for you to see and understand the pain and suffering that I have gone through and that I am still enduring, due to this doctor that has a massive god complex. The way things stand now, I have a huge scar down the middle of my stomach, the infection was on both sides of the scar. Now that everything has healed, I have noticed that where the infection was, there was no sensation. Numb. If I have an itch too bad, I can't get to it. And I find that there are times where the pain throughout my stomach, is unbearable. I'm not sure I know what is going on, but I think that I would call this 'nerve damage'. What are my choices? I'd like to take this doctor to court but he's settled 2 other times. Guess that should have been a warning to me. I have already taken him before the medical board. They found more things that he had done wrong but they only gave him 15-20 hrs of hernia/mesh education. The man does hernia operations on this mountain, at a rate of 6 a week. He didn't need the hours, he needs an attitude adjustment, not hours of schooling. What are my chances of getting this case heard before a judge or settled out of court? He's been brought before the board two other times. He settled out of court. This entire time I figured it was the doctor but if there's a slight possibility that it's from the mesh, someone needs to know about this harmful product. It may or may not 'cause' the infection, but once it sets in look out, it spreads like wild fire! Thank you, three abdominal hernia from exploratory scar subconjunctival. Dates of use: 2007. Event abated after use stopped or dose reduced? Yes. Diagnosis or reason for use: three hernias.